Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the returned photograph was performed and there was no evidence of a leak depicted. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two polyflux 14l apac had a fluid leakage on the filter screwed connector which occurred during use. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.